Event description:
The manufacturer received information alleging the touchscreen is out and unresponsive. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device by the manufacturer's field service engineer (fse), the issue was confirmed and error code related for evt_touchscreen_fail observed in error log. Fse replaced the display to address the issue.